Event description:
It was reported by service report that the s3 bed exit alarm did not ring through the nurse call on the executone system, but it did on the raulins system. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: dip switches set to be compatible with both hospital nurse call systems.